Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor power was too low. It was further determined that the device failed for check the power with test bench, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system),check triggers for forward/reverse mode and for check for excessive noise. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the trigger was blocked, jammed and was moving heavy on the compact air drive device. It was reported that the event occurred before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.